Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while camping at 9800 feet in elevation. The customer's blood glucose level was not impacted. The customer cleared the alarm and resumed insulin delivery.